Manufacturer narrative:
The tech replaced the brake and brake steer casters to resolve the issue.

Event description:
Tech alleged the brake set locked but the pivot did not lock in place, brakes would swivel. No pt impact.